Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they were unable to insert the 8fr angio-seal device into the vessel. The doctor made a few attempts applying further adequate force while inserting the angio-seal sheath. However, the angio seal was kinked and then the angio-seal was then removed. The doctor switched to manual compression and the case was done. The patient was stable and there were no complications. Additional information was received on 23 feb 2022: the procedure being performed for the patient, prior to use of the angio-seal device was a percutaneous coronary intervention (pci). The procedural sheath that was used was an 8fr. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause cannot be determined. The likely cause of the issue was determined to have been off-axis loading of the tubing during insertion resulting in kinked tubing. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.